Event description:
It was reported that during the processing of cord blood for eventual frozen storage, the technician noticed a leak in the top edge (label faced up) near the spike port of the 200ml transfer bag component of the device. The events preceding the leak observation were: cbu collection bag was connected to the transfer/freezing bag set with all clamps closed. Cbu was centrifuged at 40g for 5mins. After few minutes of sedimentation, the supernatant (leukocyte-rich plasma) was expressed into the processing bag (bag2). The leakage at the port of the processing bag was noticed then. It was not clear whether the cord blood product was salvaged. No clinical sequelae were reported.

Manufacturer narrative:
The involved device was not returned, so a direct evaluation could not be made.a photograph of the used device was provided by the reporter.a small amount of blood could be seen, pooled in the space between the spike port and the dmso infusion line connections, giving a first impression that the leak may have originated at one of these two ports. No blood trace could be seen descending down any of the lines into this space, ruling out a tubing leak masquerading as a seal leak. A close examination of the image of the ports themselves suggested any leak may have originated at the spike port, as this port would not have been used at this stage of processing, yet there is a hint of blood rising up from the bag in the direction of the port. However, the path is not continuous from the inside of the bag to the outside, so the exact source of the leak remains equivocal.in general, port leaks from this product are unusual, but the possibility cannot be excluded. A review of the manufacturing lot number of the involved device disclosed no deviation from established process and release criteria that would be related to this report.summary: the observations appear valid from the photographic evidence provided. However, in the absence of the device itself, the proximate and root causes remain indeterminate.unless substantially significant information becomes available, this constitutes a final report.